Manufacturer narrative:
Based on the customer's claim of movement issues with the third arm of the patient side cart (psc), an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical inc. (Is) field service engineer (fse) followed up with the hospital site and verified that the system had been used for fifteen subsequent cases with no related errors or issues. No site visit was conducted. The system was working properly, and no additional action was required. The probable root cause of the unexpected third arm movement cannot be determined based on the information provided and phone support details. A fse followed up with the site and verified that the reported issue did not return. The phone support details did not reveal any issues related to the customer reported event. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to the unusual movement of arm 3 on the patient side cart. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the third arm movement on the patient side cart (psc) was off. The intuitive surgical inc. (Is) tech support engineer (tse) reviewed the system logs and found only error 23137 involving the third arm. Prior to calling the tse, the customer attempted to undock and redock the system but was unable to resolve the arm movement issue. The third arm on the psc was not hitting anything, and the drape was not getting caught. The tse suggested the customer power cycle the da vinci system, but the surgeon elected not to. The surgeon chose to convert the procedure to laparoscopic surgery. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.